Event description:
On (B)(6) 2015, the reporter contacted lifescan USA, alleging an unusual issue with the subject meter; there was a "lag" between applying blood and the countdown on the meter commencing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.